Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On 07/23/2025, the patient experienced skin tears when the sensor patch was removed due to the adhesive being excessively sticky. She had pain, skin burning sensation, bleeding, and a bruise (hematoma) in the area. The patient used a syringe to drain the blood and cleanse the area with alcohol and peroxide. On an unspecified date, she consulted her physician via phone and was prescribed an unspecified oral antibiotics medication. At the time of the report, the bruise had already healed but there was still skin discoloration. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarified information was provided on 09/12/2025. It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced skin tears when the sensor patch was removed due to the adhesive being excessively sticky. She had pain, skin burning sensation, bleeding, and a blood blister in the area. The patient used a syringe to drain the blood and serum (fluid) and cleanse the area with alcohol and peroxide (repeated for two days). On (B)(6) 2025, she consulted her physician via phone and was prescribed a 10-days course of an unspecified oral antibiotics medication. The patient developed a hard hematoma in the area (red/black/blue), and it was the size of the adhesive patch. On 09/12/2025, follow up contact with the patient was made and she confirmed that the bruise had already healed but there was still skin discoloration. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.